Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a healthcare professional. Review found patient had full extension with flexion limited to 90 degrees. Mua performed on 23-aug-2019 due to stiffness and arthrofibrosis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Concomitant medical products: item#:195924; vgxp intlk femoral lt 70; lot#:057900. Item#:195275; vngd xp cr intlk tib tray 75mm; lot#:206860. Item#:195557; vgxp as e1 tib brg lm/rl 10x75; lot#:598480r. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00769. 0001825034-2020-00770. 0001825034-2020-00771.

Event description:
It was reported the patient was experiencing stiffness and had a mua performed on his left knee approximately four months post-op.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. This complaint was not confirmed. Device history record (DHR) reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. Mymobility records were provided and reviewed by a healthcare professional. Review found patient was full weight bearing and no pain (B)(6) 2019. Mua performed on (B)(6) 2019 due to stiffness. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.